Event description:
Please refer to mfg. Report # 3004209178-2013-19229, as after additional review, the information reasonably suggests that the patient was being treated for a urinary tract infection in 2009. The results of the (B)(6) 2013 doctor visit will now solely pertain to this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced trouble urinating and the reporter did not believe the patient was utilizing the device. The patient currently had a uti and was in the hospital. The patient was to begin rehab. It was noted that the patient had a severe stroke. There was no indication that the stroke was device related. Additional information received reported that the patient had not been seen by the managing physician since (B)(6) 2009. The patient had a history of hematuria in (B)(6) 2008. A workup reportedly did not reveal and lesions of the bladder or in the upper tracts, via CT scan. The most recent episode or hematuria was (B)(6) 2009. The patient had undergone several procedures for renal detachment had gross hematuria when a foley catheter was placed. The patient had persistent, painless hematuria and persistent proteinuria. The patient was to follow up in one year¿s time.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3889-28, lot# v105811, implanted: (B)(6) 2008, product type: lead. (B)(4).